Manufacturer narrative:
Retainer ring= black. Customer returned device for an alleged critical pump error (open book image) alarm and exposure to moisture found on august 06, 2021. No critical pump error (open book image) alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The device did not pass the sleep current measurement test due to high current caused by moisture damage. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electric board , motor, force sensor and motor home switch. Athe motor arm cannot communicate with the main arm. Was found in the history files on august 06 2021 2:02:16 pm. Unable to perform force sensor zero offset test due to moisture damage on force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, corroded battery tube, scratched lcd window, cracked keypad overlay, broken battery tube threads, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage and label damage (end cap address label faded). Critical pump error (open book image) alarm not confirmed during testing. Device exposed to moisture confirmed at electronic assemblies and motor assembly. Unexpected battery power loss and charge/battery lasts less than expected was confirmed due to moisture on electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.